Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent inside sensor base. Found sensor as whole. No missing or broken parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
A customer reported via phone call indicating that they had issues with their sensor breaking possibly in the body. The customer's blood glucose was unknown at the time of the incident. Customer reports the sensor cannula is still in the body. The customer was reassured that from medtronic's experience it is unlikely the sensor fractured and is most likely the result of a sensor retraction. The customer stated that they will consult their healthcare provider to take an x-ray. The sensor may have been damaged or bent. The customer was sent a replacement sensor.